Event description:
Field engineer was installing system at site. During initial calibration the detector heads were rotated. Upon reaching about 15 degrees, detector #1 traveled freely along its rotation axis, and impacted detector #2. Lock assembly was found to be loose. No injury reported.